Manufacturer narrative:
The fenestrated bipolar forceps instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, the section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. A review of the procedure logs indicated that a monopolar instrument was used during this case. Common causes of the failure mode thermal damage exposed electrode instrument bipolar yaw pulley are attributed to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The returned cautery cable was for a monopolar instrument, while the customer¿s complaint appears to be associated with a bipolar instrument. The cautery cable was connected to an in-house generator along with an in -house permanent cautery hook and passed energy delivery test. No damage insulation was found during the visual inspection. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a spark was observed at the base of the fenestrated bipolar forceps (fbf) instrument when the surgeon was cauterizing with the monopolar curved scissors (mcs) instrument. The issue occurred while the surgeon was separating the patient¿s tissue with the fbf instrument. The customer confirmed no patient¿s injury. The procedure was completed with no reported injury. Intuitive followed up with the nurse and obtained the following additional information: the grounding pad was in use. The grounding pad did not appear to have any issues or defects. It was unknown where the energy leaked from the mcs instrument. The mcs tip cover accessory appeared to be properly installed during the procedure. The tip cover had no damage. A new instrument was used, and the procedure was continued without issues. There was no unexpected thermal damage to the patient¿s tissue. The mcs instrument will not be returned.